Event description:
It was reported that a large volume intermate had particulate matter inside the reservoir. This was found before patient use. The device was filled with caspofungin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured november 14, 2014 - november 17, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed a white particle approximately 0.74mm in length floating in the fluid of the reservoir. Fourier transform infrared spectroscopy revealed that the particle was made of acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.